Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that after the lead was placed during surgery, the impedance was "very high." The pt could not be programmed, and the lead was replaced. The pt recovered without sequela.